Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins implanted in 2008 and it was currently turned on. They said "you could check online and see. There's no it works without an internet connection." They wanted it turned off. The patient asked to have the connections checked on their ins. Additional information received from the patient. The patient repeated information that they needed their ins turned off; the patient confirmed they wanted the manufacturer to turn off their ins as it was currently on. The patient mentioned they tried calling their healthcare provider several times but had not been able to reach them. The patient voiced their frustration. Patient services reached out to the patient and redirected them to healthcare provider and manufacturer representative. Additional information received from the patient. The patient noted that they "need the paperwork where I agreed to someone else controlling my stimulator. I'm confident that you don't have any. Turn it off!" The patient's stimulator was on, and the patient asked why it stimulated their private regions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was asked to clarify the statement "it's on right now! Check online and see! There's no it works without an internet connection! Turn it off" and responded saying that it means turn it off.